Event description:
The customer alleged that he performed control tests using his contour usb system and received results of 196, 211 and 58 mg/dl. The normal control range was not provided, but should be around 106 - 147 mg/dl. No adverse events were alleged. The customer disposed of the test strips, so no product is available for return. Replacement test strips were sent to the customer.